Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment that the ventricular output was inaccurate, the device passed all visual inspection and bench testing with no anomalies observed. It was noted that its hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the external pulse generator's output from its ventricular port was inaccurate. The generator was returned for service. There was no patient involvement.